Event description:
Reporter did a blood glucose test at home, in a fasting state, and got results of 15 mg/dl. He then went to his doctor's office, retested on ss and got 15 mg/dl. A lab meter test (venous draw) resulted in 259 mg/dl. Time difference between last 2 tests was 5 minutes. There were no symptoms. He had never cleaned his meter. Test strips were opened for 3-4 months. Reporter did not have control solution for testing. On follow-up, the reporter stated that he bought new test strips and his blood glucose reading and control solution test were in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8